Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (tts). Customer cleared the alarm and reported that the site would be changed. Customers blood glucose (bg) level was 253 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.